Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had a pelvic fracture 8 years ago and a total hip in 2010. The doctor revised the cup from a 36 10 degree liner (destroyed when being removed) to an mdm for stability reasons. Also a 36 plus 10 v40 head (6260-9-836 lot: mja8400) was removed. X-rays, op notes and implants available.

Manufacturer narrative:
An event regarding instability involving an unknown liner was reported. The event was confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "the primary harm involved is instability in a hip presumably done for post traumatic osteoarthritis. One of the risk factors for increased instability in a tha is prior trauma. There is no evidence of an implant related issue." A review of the provided medical records by a clinical consultant indicated: "the primary harm involved is instability in a hip presumably done for post traumatic osteoarthritis. One of the risk factors for increased instability in a tha is prior trauma. There is no evidence of an implant related issue." No further investigation for this event is possible at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient had a pelvic fracture 8 years ago and a total hip in 2010. The dr. Revised the cup from a 36 10 degree liner (destroyed when being removed) to an mdm for stability reasons. Also a 36 plus 10 v40 head (6260-9-836 lot: mja8400) was removed. X-rays, op notes and implants available.